Event description:
Boston scientific crm received information that this clinic rn contacted technical services to report that this device triggered elective replacement indicator (eri) in (B)(4) 2010. The monitoring voltage is 2.53 volts and is associated with a charge time of 21.2 seconds. Additional information was recently received that this device was explanted and replaced with a competitor device. As elective replacement indicator (eri) was reached prior to explant, device was likely explanted and replaced due to the battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Technical services explained that the battery status change was triggered by charge time. Technical services discussed device behavior if end-of-life (eol) is triggered due to charge time or battery voltage. Technical services recommended that the device should be replaced as soon as possible. The clinic rn plans to discuss this further with the physician. The available information suggests that this device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.